Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: the patient was given an rf cti ablation prior to tsp. After tsp, the left atrium was mapped with a biosense octaray, and a 5th vein was discovered on the roof. Farawave was then inserted and pvi and a posterior wall ablation was performed. Upon an attempt to wire the 5th vein on the roof and perform a basket within the vein, the patients ICD started pacing at 90 bpm and blood pressures began to drop. The ablation was finished and an tee was performed to confirm a perfusion. The physician then performed a pericardiocentesis. Patient present at time of event? Yes, patient complications: perforation, pericardial effusion, cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown medical or surgical interventions: pericardiocentetesis patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Unknown patient outcome: expected to fully recover procedure number: pn-3054655 event date: 2026-2-24. As reported device codes: 2099: no known device problem. As reported patient codes: 9366: pericarditis, 9213: perforation, 9221: pericardial effusion, 9042: cardiac tamponade. Country of event: united states. Related product upn#: unk-p-starter. Related product batch/lot: no value found. Related product family: starter. Returned product expected: no. Device/procedure outcome: original device used, procedure completed. Patient outcome: f08: hospitalization or prolonged hospitalization, f2301: additional device required.